Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #2: date of submission 07/10/2015 - device evaluation:the pump has been returned and evaluated by product analysis on 06/22/2015 with the following findings:on investigation, the alleged button tactile issue was not duplicated. The pump powered up to the display with auditory and vibratory features. No tactile issues were found with the buttons. The keypad button cover was undamaged and removal of the cover did not find any contamination under the button contacts.

Manufacturer narrative:
(B)(6)